Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump was under delivering. Customer's blood glucose level was 340 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer perform high pressure test and test results was error occurred as expected. The insulin pump will not be returned for analysis.